Manufacturer narrative:
Reference number: (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced stoma site odor which did not resolve. On (B)(6) 2018, he was diagnosed with a stoma site infection, was hospitalized and treated with unknown intravenous antibiotics. On (B)(6) 2018, the patent was discharged home without complications.